Event description:
The end user reports the wheel seemed to turn and the whole thing collapsed. She fell. The lift is on its side on the floor. The end user called invacare before she called a provider.